Event description:
It was reported the patient¿s pump was ¿alarming¿ once per day. Per the reporter they were coming up on getting the pump replaced on the (B)(6). They started to hear the beep on saturday (B)(6) 2015. The estimated eri was 3 months and print out was from the last time at the hcp¿s office which was (B)(6). They had checked other things in the house for alarms like the hot water heater and smoke alarms and ruled them out (they believe it was coming from the pump). The patient was not having any symptom return at the time of the report. The reporter had contacted the managing healthcare provider and were waiting to hear back. Information received from the hcp indicated there were no alarms seen in the logs and the pump was not intentionally stopped. The patient was seen in the office pump was interrogated and no alarms, stalls, or unusual commands reported on logs. The patient recovered without permanent impairment. They would be proceeding for pump replacement. At replacement of the pump fluid collection noted in the pump pocket. Cultures were taken. On closer examination of connector leaking was occurring. A revision was done on part of the catheter including connector replaced. The patient status at the time of the event was noted as alive, no injury. The reporter had spoken with the neurosurgeon¿s office and they started the itb dose was adjusted on (B)(6) 2015. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: 2010-(B)(6), product type: catheter. Product ID: 8578, lot# n130637, implanted: 2008-(B)(6), product type: accessory. Product ID: 8577, lot# j0206283r, implanted: 2002-(B)(6), explanted: 2015-(B)(6), product type: accessory. Product ID: 8577, lot# j0206283r, implanted: 2002-(B)(6), explanted: 2015-(B)(6), product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of catheter serial # (B)(4) revealed coring/tears/cuts in the seal of the sutureless connector, which met leak criteria. Under microscope inspection, indents and circular coring could be seen in the bottom of the cup of the sutureless connector, which was consistent with the inner diameter of the tip of the outlet port of the pump. Further testing showed the sutureless connector to be leaking, most likely due to the coring that was seen. Also, there was slight damaged on both retaining ring fingers.